Event description:
It was reported that the subject stent was used for acoma aneurysm procedure. Due to the tortuosity of the blood vessel, the position of the associate microcatheter dropped to the proximal end of the aneurysm when delivering the subject stent within the microcatheter and failed to reach the desired position. When the subject stent was retracted back into the introducing sheath, a significant resistance was encountered and the subject stent was prematurely deployed during the retraction process, therefore, the subject stent and the microcatheter were withdrawn from the body. It was found that the subject stent had fractured with a portion remaining inside the introducing sheath. Subsequently, the subject device was replaced with a new stent and the procedure was completed without clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date ¿ added. D4 gtin- added. H4 manufacturing date ¿ added. D10 product available to stryker / returned to manufacturer on ¿ updated. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection was performed as the subject stent device was received in a deployed condition, which is aligned with the event description. The stent delivery wire (sdw) and the introducer sheath were returned. The subject device was broken/fractured as well as deformed. The distal (open cell) end of the subject device was received outside of the introducer sheath while the distal (open cell) end was located partially deployed from the distal tip of the introducer sheath. All 3 marker bands were present on both ends of the subject device. The sdw was kinked/bent at the distal end. Functional inspection was unable to perform as the subject device was returned in a deployed state. The as reported ¿stent difficult/unable to pull stent back into sheath', 'stent deployed prematurely during use' and 'stent broken/fractured during use' could not be replicated. However, the analysis results are consistent with the reported event. The subject device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the subject device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the subject device was prepared for use as per the dfu. The packaging and subject device were confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'severely tortuous'. It was reported that 'after preoperatively checking that the stent was intact and adequately rinsed, it was delivered through a microcatheter. Due to the tortuosity of the blood vessel, when delivering the subject device within the microcatheter, the position of the microcatheter dropped to the proximal end of the aneurysm, and the physician's attempt to advance it further failed to reach the desired position. The physician planned to retract the subject device back into the introducing sheath, but significant resistance was encountered during the retraction process. Thus, the physician applied force to retract it, during which stent deployment was observed. After withdrawing the stent microcatheter and the introducing sheath from the body and examining them, it was found that the subject device had fractured, with a portion remaining inside the introducing sheath. In the gfe follow-up replies, the user clarified that the stent deployed inside the microcatheter shaft. The subject device was returned for analysis in 2 separate pieces. The distal stent fragment was deployed, and the remainder of the subject device was still loaded (retracted) in the distal section of the introducer sheath. In addition to being broken/fragmented, the subject device was also severely deformed. The introducer sheath was returned and was undamaged. The stent delivery wire (sdw) was also returned and was kink/bent towards the distal end of the wire. Given the event description and the condition (and location) of the subject device, it is possible that the introducer sheath was initially set up correctly as reported in the follow-up gfe responses. However, the sheath might have inadvertently moved proximally prior to stent advancement out of the sheath. This movement can occur if the rhv vent cap is not tightened sufficiently on the introducer sheath. If this were to occur, it is likely that, during advancement of the subject device to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap between the distal end of the introducer sheath and the proximal end of the microcatheter lumen. The user will then experience resistance while attempting to advance the subject device through the microcatheter, often resulting in damage to the subject device and sdw. Upon realizing this through increased resistance, the user may then attempt to withdraw the stent. During this action the distal bumper of the sdw can slip through the subject device, leaving the subject device deployed prematurely inside the microcatheter. This is one possible explanation to explain the analysis findings. Because the subject device was being retracted back inside the introducer sheath, it is likely that the sheath was still in place and that this issue occurred during/shortly after stent transfer from the sheath into the microcatheter lumen. An assignable cause of procedural factors has been assigned to the as reported ¿stent difficult/unable to pull stent back into sheath', 'stent deployed prematurely during use' and 'stent broken/fractured during use' and as analyzed ¿stent broken/fractured during preparation¿, stent deployed prematurely during preparation¿, stent deformed¿ and ¿sdw kinked/bent¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications, but performance was limited due to procedural factors during stent transfer/advancement.

Event description:
It was reported that the subject stent was used for acoma aneurysm procedure. Due to the tortuosity of the blood vessel, the position of the associate microcatheter dropped to the proximal end of the aneurysm when delivering the subject stent within the microcatheter and failed to reach the desired position. When the subject stent was retracted back into the introducing sheath, a significant resistance was encountered and the subject stent was prematurely deployed during the retraction process, therefore, the subject stent and the microcatheter were withdrawn from the body. It was found that the subject stent had fractured with a portion remaining inside the introducing sheath. Subsequently, the subject device was replaced with a new stent and the procedure was completed without clinical consequences to the patient.